Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image. The issue occurred during reprocessing. The patient was not under anesthesia. There was no delay and no reports of patient harm.

Manufacturer narrative:
Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the image malfunction and presumed it was caused by a printed circuit board failure. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.